Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they are waiting to hear from the office because they have an infection. Patient stated they were thinking it was a uti but they didn't get the full report so they were waiting for them to call them back. Patientmentioned they were on an antibiotic for 2 days now. Redirected to healthcare provider (hcp) to further address the issue.